Event description:
During a meniscal repair the suture broke, sales rep. Stated that the surgeon left the t's from the device unsupported in the joint and that additional fastfix was used to complete the repair. No delay took place and no pt injury or complications resulted. The surgeon is a frequent user of fastfix. It was reported that the device will not be returned and it was discarded at the facility.